Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the nerve monitoring mainframe was damaged. There was no patient impact.